Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 227 mg/dl, 42 mg/dl and 316 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.